Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of preoperative atrial fibrillation on postoperative thromboembolic events after left ventricular assist device implantation. Annals of thoracic surgery, 2016; 102(5): 1543-1549. Doi: 10.1016/j.athoracsur.2016.04.025. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and the impact of atrial fibrillation on the development of thromboembolic events. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who were re-admitted to the hospital and experienced bleeding requiring re-operations, gastrointestinal bleeding, driveline/vad/non-vad infections, hemorrhagic/embolic strokes, respiratory failure, requiring ventilators and tracheostomies, acute renal failure, requiring dialysis, aortic insufficiency, requiring re-operations, cardiogenic shock, pulmonary edema, multisystem organ failure, right ventricular failure, requiring inotropes and right vad implantation, heart failure exacerbation, subtherapeutic international normalized ratio (inr), anemia, device thromboses and for device malfunctions. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A pump with unknown serial number was not returned for evaluation. Review of sterility certificates could not be performed since the serial number of the device is unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.